Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon aortic valvuloplasty (bav) was not performed. Due to underexpansion of the valve frame, a post-implant bav was performed using a 21 mm non-medtronic balloon. No aortic regurgitation or gradients were observed. Approximately 4 years and 10 months after implant, calcified valve leaflets and stenosis were observed. The patient was worked up for a redo tav implant. No patient complications have been reported as a result of this event.

Event description:
Additional information was received which confirmed that a valve-in-valve with a non-medtronic valve was planned as treatment for the calcified leaflets and stenosis.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.